Manufacturer narrative:
Correction: initial report was submitted in error. Investigation results revealed that the device did not malfunction.

Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes, and all devices yielded expected negative results. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Retention devices were also tested with the patient urine and serum samples provided. For devices tested with the patient urine sample, results were read at 3 and 4 minutes and all devices yielded positive results, which is consistent with the results provided by the customer. For the device tested with the patient serum sample, the result was read at 5 and 6 minutes, and the device yielded a negative result, which is also consistent with the results provided by the customer. Quantitative hcg analysis was performed on both patient samples. The mean of the results for the urine sample was 32.4 miu/ml. This is consistent with the positive results observed both by the customer and during in-house testing. The mean of the results for the serum sample was 1.6 miu/ml. Again, this is consistent with the negative results observed both by the customer and during in-house testing. Based on the quantitative analysis, the product performed as expected when testing these patient samples.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the emergency room for a kidney stone. The patient's urine was tested on the cardinal health rapid test hcg combo and produced positive results. Confirmatory bloodwork was performed on the same day and produced serum quant <0.6 miu/ml. There were no adverse events and the patient was not treated based on the false positive result. There was no delay in treatment. Troubleshooting was attempted with the customer through the distributor.